Manufacturer narrative:
The device was manufactured september 5-7, 2018. Two actual devices were received for evaluation. Visual inspection revealed that upon receipt, the samples were leaking inside the bags that contained the samples. The samples leaked because the blue slide clamp was not closed on the tubing line and the blue winged luer cap was not securely tightened. Functional testing was performed by filling the bladder of the two samples with colored water to the nominal volume. After fill, the blue slide clamp was closed on the tubing line and the blue winged luer cap was securely tightened. Also, the slide clamp on the tubing line was closed. The samples were monitored until the next day. The next day, no signs of leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of small volume intermates were leaking from unspecified locations. This issues were identified prior to patient use. There was no patient involvement. No additional information is available.